Event description:
It was reported that an IV bag of carbohydrates still had a large volume although infusion time was almost complete. Tubing clamp above pump was almost closed and medication was not passed through. The pump did not alarm for upstream occlusion. The IV clotted and the user was unable to mitigate the situation. Multiple attempts were made to restart IV before success and the event resulted in a 70 minute delay for pt treatment.

Manufacturer narrative:
(B)(4). Multiple attempts were made by sigma to obtain the serial number of the device involved in this event. However, the customer stated that they may not be able to identify the device. The pump was not returned to sigma for eval. If the pump is returned in the future an eval will be completed and a supplemental report will be submitted. Sigma was unaware of this incident prior to the receipt of medwatch (B)(4) on (B)(4) 2011. The limited info provided by the user facility does not suggest that a pump malfunction occurred. The customer reported that "the clamp above the pump was almost closed." The spectrum operator's manual (B)(4) revision ar states: " the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set's clamp is not closed above the spectrum pump."